Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the faults. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit had no significant scratches or dents. The front bezel was in decent condition.

Event description:
It was reported that during a da vinci-assisted ventral hernia lpom surgical procedure, an error m-02 occurred against the erbe. The customer restarted the erbe several times, with no change. The intuitive surgical inc (isi) technical support engineer (tse) walked the customer through a vision side cart (vsc) hard power cycle and an erbe hard power cycle, but the error persisted. The customer reportedly was going to locate another vsc from a different system to continue as planned. There were no reports of patient injury.